Manufacturer narrative:
A steris service technician arrived onsite following the reported event. Upon the technician's arrival, user facility personnel declined to have the amsco 400 sterilizer inspected by steris and stated they will be removing the unit from service. The technician was able to observe damage to the facility's hot water line however, without the inspection and evaluation of the amsco 400 sterilizer a cause of the reported event could not be determined. The sterilizer subject of the reported event is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. A follow-up report will be submitted should additional information become available.

Event description:
The user facility reported that water was leaking from their amsco 400 sterilizer. No report of injury.